Manufacturer narrative:
The returned unit which failed was visually inspected. It was confirmed that the location of the anchor failure along with the failure mode are consistent with a number of recent complaints for the twinfix 5.5 ti ultra family of devices. Due to this known issue a CAPA (B)(4) has been opened to track the root cause and corrective actions. Investigation is ongoing. (B)(4).

Event description:
While the surgeon was inserting the anchor it broke. It snapped at the most distal eyelet where the sutures attach. The broken piece was not entirely removed with the inserter. E-mail sent asking: site prep; did they go in and remove the broken piece (that was not entirely removed with inserter) with graspers etc; if yes, did they use existing site to place another anchor? Status of the device for return? The bone was prepped using a 3.5 full radius shaver to clean the tissue and expose fresh bone. The broken piece was not able to be removed. The surgeon attempted to do so however where it broke it was flush with the bone so he was not able to remove the tip. He then used three additional triple loaded twinfix ultra ti 5.5mm anchors to complete the repair, all of which were from a different lot number than the broken anchor. Those three were successful.